Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 instrument clip ejected (did not fall into the pt). Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.